Event description:
Reportedly, the sutures used for an abdominal wound closure broke 5 days post operatively. The wound was resutured in the pt's hosp room without complication. No add'l info was available.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the info available for the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.